Event description:
The avanos polyurethane neonatal feeding tubes were suspected to be associated with three neonatal esophageal perforations during insertion. Orogastric tube placement attempted with resistance met. Attempted to place with smaller orogastric tube with resistance again met.